Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The electrode belts trunk connector was glued to the belt receptacle. The root cause for the damaged receptacle was physical abuse. No adverse event occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the trunk connector was severed and glued inside the monitor receptacle. The root cause for cut cable was physical abuse. No adverse event occurred from the damaged belt. Manufacture dates: monitor sn (B)(4) - 9/17/2015, electrode belt sn (B)(4) - 3/26/2018.

Event description:
A us distributor reported that a patient's monitor and electrode belt were stuck together.